Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports a patient is complaining of blurred vision, diplopia and discomfort following bilateral intraocular lens (iol) implant surgeries. The surgeon states the lenses are centered and he does not see any issues with the iols. The patient is due for a follow-up visit, but has not made an appointment. Her last exam was in july and at that time her uncorrected va ou was 20/25 distance and j2 od/j3 os near. Bcva was 20/20 ou distance -- no near measurements provided. Additional information has been requested including the patient's current status. MDR #1119421-00379 od, MDR #1119421-00380 os.